Event description:
Device 2 of 2. Reference MFR report #: 1627487-2017-07811 . Follow up revealed that the migrated leads were the drg leads not the scs. (Reference MFR. Report: 3008829311-2017-01005).

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #: 1627487-2017-07810. It was reported that one of the patient¿s leads had migrated. As a result, surgical intervention is pending to revise the lead. Note: both leads are being reported as it is unknown which is liable